Event description:
Complainant alleged that the clinicians were monitoring a 78 year old female pt with the device plugged into an ac outlet. The clinicians attempted to cardiovert the pt, but when they attempted to deliver the first shock (joule setting unknown) the device shut down. They were no error messages displayed on the device and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.